Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion and a posterolateral fusion procedure at l5-s1 using rhbmp-2/acs on (B)(6) 2003. Following the surgery, patient began to develop increasing back pain and radiating pain to his right leg and foot.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnosis: spondylolisthesis, grade2, l5-s1, with radiculopathy with neurologic loss. Patient underwent the following procedures: 360 degree fusion l5-s1 with t-lift with fibular allograft with bmp with hemi corpectomy l5-s1 with gill procedure l5 decompressive lumbar laminectomy s1 with posterolateral fusion l5-s1 with autograft with bmp with pedicle screw fixation with foraminotomies, diskectomy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.